Event description:
It was reported that during a rotational artherectomy procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the tip of the wire fractured and remains in the pt. The physician advanced a 7fr mach1 q4.0 sh guide catheter and a traverse guide wire to the lad and performed ivus. The diameter of the proximal lad vessel was 2.7mm. The physician elected to use a 1.5 burr. Some resistance was encountered during advancement of the rota wire. The 1.5 burr was set as 170,000 rpm's outside the body, and the inside of mach1 guide catheter is pushed by the dynaglide mode. Difficulty was experienced advancing the 1.5 burr through the guide catheter. It was noted to have advanced without releasing the wire lock button. They were able to advance after releasing the wire lock button. At the time of platforming of the 1.5 burr, the tip of rota wire was noted to have fractured. Attempts to retrieve the wire tip were unsuccessful and it remains in the lad. A new rota wire was advanced into the lad, and some resistance was encountered. Ablation was performed by a 1.5 burr, and then dilatation was performed by maverick 2 2.5/20 at 1 atm's and the procedure was completed.